Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the buttons on the insulin pump were unresponsive. The reported blood glucose reading was 222 mg/dl. Troubleshooting was performed, but the insulin pump could not be restored to normal operation. Nothing further was reported.